Event description:
It was reported that the console has a broken water reservoir. The plastic connector is also sheared off. Due to this, the procedure had to be cancelled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.